Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the affiliate the stabilzer guidewire became stuck in outback catheter. Afterward the wire came out but was broken at the tip and remained in the outback and no other guidewire could be used with this device. The patient is a (B)(6) male. The target lesion was the superficial femoral artery (side unknown). The vessel was totally occluded and calcified. The physician used an antegrade approach from a minimum 30cm above the lesion. The outback catheter was properly inspected and prepped as per the IFU and no anomalies were noted. Cannula actuation was verified. The catheter was held straight with no 'slack' during preparation. The physician knew the device and used it many times before and the technician was sure about handling the device and prepped it accordingly. The catheter was not coiled at any point prior to insertion. There was no difficulty advancing the outback catheter through the vessel to reach the lesion. Once at the lesion the needle actuated smoothly but did not hit the vessel because the distance to the vessel was probably large (pocket from tries with the catheter prior to this treatment). As the stabilizer guidewire was advanced, the guidewire could only go through the needle canal. The canal to the tip was blocked. The physician was unable to re-cannulate the vessel with the wire. During removal of the device the needle was fully retracted and the wire was pulled back. While being guided through the device, the tip of wire separated in the outback. There was no separation of the wire in the patient. There was no resistance when removing the device from the patient as the needle was fully retracted prior to removal. There was no reported injury to the patient.